Event description:
Customer reported the insulin pump had cracks on the insulin pump. Customer's blood glucose was 117 mg/dl. The damage was the rim cracked off in the reservoir compartment. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot and minor scratched display window.